Event description:
Voluntary medwatch report received reported that a hematoma developed during a procedure involving an abbott catheter. The patient was intubated and was in stable condition. No further information was provided.